Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visit to emergency room due to high blood glucose of 477mg/dl on (B)(6) 2018. Customer¿s blood glucose was over 600mg/dl and current blood glucose was 220mg/dl which was treated with insulin pump. Customer had chest pain or vomiting. Customer was wearing insulin pump at time of hospitalization. Customer had alarm for insulin flow blocked. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Insulin pump will be return for analysis.